Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. A sandwich was consumed to treat the low bg level. Review of the pump data logs verified that the customer overrode the recommended bolus request twice in the day. The customer did not enter bg value or carbohydrates amounts in the bolus menu, but instead requested unit boluses. The contact acknowledged the information and understood that the customer was stacking insulin which caused the low bg event.